Event description:
The event involved a 12" smallbore hexafuse ext set w/6 microclave® clear, nanoclave® (red ring), 6 check valves, 7 clamps (green, 2 yellow, blue, light green, 2 white) luer lock. It was reported the precedex became disconnected from extension set and was undetected. Patient started having symptoms after not receiving the continuous medication. Bolus of versed was given to minimize withdrawal symptoms until a new bag was received. I'm not sure how much tighter the connections can be but somehow, they are able to come loose without even moving the patient. Missing microclave on end of tubing.the microclave missing from end of set- likely a lack of bonding.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One (1) photo was shared by the customer, where the male luer on the end of the set from the item #ac1145 is missing. No additional damage or anomalies were confirmed. One (1) used sample #a1145 was returned for evaluation. As received the male luer was observed to be missing from the device. The tube was analyzed through uv light and it was confirmed an insufficient solvent on tube. The missing male lues was not returned for evaluation. The tube was measured and it was found to be within specification. Complaint of separation can be confirmed based on the used physical sample evaluation and the photo shared by customer. The probable cause was due to insufficient solvent applied during manual process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.